Event description:
The customer reports that all of their upper wedges came loose, most in the first year. The customer also reported that they resolved the issue by removing the machine screws and putting in longer bolts with lock nuts on them and that the bolts are well outside the illuminated areas of the wedges. No changes to wf or scans. There was no serious injury reported associated with this event.

Manufacturer narrative:
Screws can loosen with time leading to increased loading on and failure of the fasteners. This is a known and previously reported issue. Root case: design deficiency - design margins are not sufficient for the wedge - joint can loosen with time leading to increased loading on and failure of the fasteners. CAPA analysis will further demonstrate that this design deficiency is prevalent in other wedge designs. Manufacturing error - undersized threads due to plating buildup cause increased friction during fastener tightening and insufficient joint pre-load. Corrective action: a service technical bulletin (stb) will be issued and fasteners will be replaced on the affected install base. A CAPA has been issued and further actions will be addressed and tracked in varian's CAPA process. All corrective action will be reported under the guidelines of 21 cfr part 806. No further follow-up to this MDR is expected.